Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the stylet in lead. The helix was extended and dried blood/tissue was present in neck region. The helix appears normal; however the inner coil was found stretched.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. It was confirmed via x-ray. The rv lead was explanted. No additional adverse patient effects were reported.